Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this unspecified implantable device could not be interrogated. It was noted that the patient had been lost to follow up. This device remains implanted. No adverse patient effects were reported.